Manufacturer narrative:
Concomitant medical products: product ID: 37602 serial# (B)(4), implanted: (B)(6 )2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0401877v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a return of tremors after accidentally turning off the left implant. It was stated the device was confirmed off. It was noted the patient was able to turn the device back on and the issue was resolved.